Event description:
It was reported that the system 9900 would not operate as a fluoroscope after sitting idle for twenty to thirty minutes. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The generator interface circuit board was replaced. Additionally, the isolation transformer voltage was slightly high. Retapped transformer to bring into specification. Alignment was performed. System placed in standby for thirty minutes. The system was tested again and found to be working as intended and placed back into service.